Event description:
Patient had traumatic subarachnoid hemorrhage. A lumbar drain was inserted by the physician. When the catheter was removed about 1 inch was missing. CT identified that it is lodged in the patient's muscle. The decision was made to leave it there rather than attempt to retrieve it.